Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-10243. Reference MFR report: 1627487-2015-10244. Additional information identified the patient's issue was related to new pain and the event was reported in error.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-10243. Reference MFR report: 1627487-2015-10244. The patient previously had one of his leads replaced on (B)(6) 2014, however it is unknown which lead was left implanted (reference MFR. Report#: 1627487-2014-25202 and 1627487-2014-25203). Therefore we are reporting on all possible leads. It was reported the patient was not receiving effective stimulation. Lead diagnostics showed multiple impedance issues and reprogramming was unable to resolve the issue. The patient underwent surgical intervention where both leads were replaced with new ones.